Event description:
The customer reported to the sales rep that attachments were running hot. The attachments ran hot over a period of 10 days. They kept using them unitl they became overly hot. They then pulled them and sent them in for repair.